Event description:
The pt had a pacemaker and aicd inserted. Pt noted that their aicd was firing and they do not feel like themselves. Pt complained of lightheadedness and felt the aicd was firing when they were sitting. Pt presented to the hosp and was subsequently admitted for replacement of the aicd generator.